Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized service provider (asp), contacted ventec to report that the device powers off by itself. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device powering off by itself was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.